Event description:
It was reported that the sterile water could not be drained from the foley catheter during a pretest.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water could not be drained from the foley catheter during a pretest.